Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying a battery indicator. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately 4pm in the afternoon. The patient reportedly manages his diabetes with a combination of pills, diet and/or exercise, and he denied making any changes to his usual diabetes management in response to the reported issue. The patient reported developing symptoms of ¿nervous, vision is blurry¿ an unknown amount of time after the alleged meter issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the battery did not need to be replaced, there was no misuse of the product and it was not the first time the product was being used. The csr was unable to resolve the issue and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned on (B)(6) 2015 and further evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint was also returned however had no testing performed, as the complaint is related to a meter issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.